Event description:
Since approximately 2007, one day before the patient's refill is due she experiences electrical shocks to her head, things go black, her legs are weak, she does not feel well, she has shocks of pain, and her eyes roll. The last time she had the event it was at heart level. She had mentioned it to her neurosurgeon and the emergency room and was told that it was warning signs of a headache. She stated that this is what was documented in her file. At her pump refill, they told her that when she noticed the electrical shocks, it was because she was going to have a headache. The patient didn't believe that this was the case. When she has the electrical shocks at night, the next day she is "as sick as a dog" and it takes about 30 hours before everything is back to normal. The patient was wondering if it was withdrawals, but when she goes to the hospital, she looks like a "narcomane". She spoke to two pharmacists and they told the patient that it could be the morphine. The patient believes her symptoms are due to morphine. At the end of her cycle she yawns a lot and she thought this could be a symptom of withdrawal. Her pump refills had been every 3 weeks, but they were changing them to every 10 days. The increased frequency of the refills did resolve the patient's issues for a while. As of 2008, they were weaning the patient off the medication and reducing the concentration. They were evaluating the pump/catheter and medication. They were considering using a different drug combination when they confirm that "all in good order". See manufacturer's report # 2182207200801942.